Event description:
It was reported that the patient received a vibratory alert for non-sustained rv lead noise and capture anomaly. The lead was capped and replaced. Patient is recovering normally and will be followed up routinely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.